Event description:
A malfunction alarm, identified as malf 16, was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer opted for mdi as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged for a replacement pump and instructed the customer on returning the problematic pump using a pre-paid label, which the customer understood and acknowledged.